Manufacturer narrative:
Results: the pet lock of the ruby coil was intact on the proximal end of the pusher assembly; the embolization coil was inside its introducer sheath and detached from the pusher assembly, with the proximal constraint sphere intact on the embolization coil. Conclusions: evaluation of the returned device revealed that the embolization coil was detached from the pusher assembly. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, the polymer section of the pusher assembly may elongate past the reach of the distal tip of the pull wire and result in the embolization coil unintentionally detaching. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using ruby coils. During the procedure, the physician delivered three ruby coils in the aneurysm using another manufacturer's microcatheter. While inserting a new ruby coil through the rotating hemostatic valve (rhv), the physician met resistance and pulled back on the microcatheter to readjust its position. After pulling back on the microcatheter, the physician noticed that the ruby coil had unintentionally detached in the microcatheter. The physician attempted to retrieve the detached ruby coil from the microcatheter by pulling back on the pusher assembly; however it was unsuccessful. The physician removed the microcatheter with the detached ruby coil from the patient and flushed the ruby coil out of the microcatheter. The procedure was completed using a new ruby coil. There was no report of and adverse effect to the patient.